Event description:
It was reported, the video system center did not produce an image. The issue occurred during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, g2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the low voltage switching device board. Olympus will continue to monitor field performance for this device.